Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 363 mg/dl. The customer had experienced high blood glucose levels for (B)(6). Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. The caller also stated that the cannula was not inserted in the skin when the infusion set was removed. Advised to call back to finish the troubleshooting when possible. Nothing further was reported.